Event description:
It was reported that the non-preloaded toric intraocular lens (iol) was explanted from the left eye during a secondary surgery because the patient experienced dysphotopsia. The original lens was replaced with a non-johnson & johnson iol. No complications occurred during the replacement surgery and there was no patient injury. No medical or surgical interventions were reported. The patient status is unknown. It was reported that there were no product quality issues. No further information was provided.

Manufacturer narrative:
Section a2: date of birth: unknown/not provided. Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between may 1, 2025 and oct 1, 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, no response was received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.